Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (damage with moisture ingress) issue. It was reported that there was moisture behind the display, the battery compartment was cracked and there was no power in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 05/23/2017. Device evaluation: the device has been returned and evaluated by product analysis on 05/01/2017 with the following findings: during investigation, the returned battery cap and test cap were unable to attach securely to the pump. The battery compartment was found to be cracked. The battery compartment threads were damaged. There was a crack between the case seal and the keypad cover. The download/black box files were unable to be attached due to the inability to maintain connection during the load. There was evidence of moisture behind the display lens. A leak test failed due to a battery compartment leak. The pump was opened and there was extensive moisture throughout the pump internally.